Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late.

Event description:
Patient reported a left side rupture. Healthcare professional later reported "rupture confirmed via MRI and ultrasound", "there is material between the external and internal capsule of the left silicone implant. This may represent a fluid collection or an implant rupture". Device remains implanted.